Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/05/2019. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2008 and the mesh was implanted. The patient presented with recurrent incontinence and dyspareunia. It was also reported that the patient underwent a removal of vaginal calculus and exposed mesh. It was also reported that location documented as totally removed. Additional information has been requested.